Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was low. The customer reported she's in a study and has the 670g and several times she's gotten a message that the bolus has not delivered. One time that happened she didn't hear the beep and by the time she checked her blood glucose it was over 300mg/dl. High bg happened on the (B)(6) it was 308mg/dl after a low blood glucose of 52mg/dl the night before. Subject over treated and that's what caused the high blood glucose. Blood glucose reading of 59 on the (B)(6). The customer declined to troubleshoot for high and low blood glucose. Previously blood glucose was 304mg/dl. They ran selftest on pump and the pump passed. The insulin pump will not be returned for analysis.